Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
It was reported that a patient received with a simplant safe guide - xive four implants on tooth positions 35, 36, 46, 47. The implants 35 and 46 have been positioned higher than the digital preoperative plan. During the creation of the osteotomy on tooth 35 there was a fenestration on the buccal side. Implant 35 was explanted. The patient did not want to replace implant 35 and is not suffering from any permanent harm due to this failure.